Manufacturer narrative:
The detached side rail panel was detected by the arjo service technician at the time of pick-up of the rented citadel plus bed frame. There was no indication that the bed was in use at that time. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was detached, all screws holding the side rail panel to the metal plate (part of side rail mechanism) were pulled out. According to instruction for use for citadel plus bed (831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The detached side rail panel was detected by the arjo service technician at the time of pick-up of the rented citadel plus bed frame. There was no indication that the bed was in use at that time. No injury was reported. The photographic evidence provided confirmed that the side rail panel was fully detached from the bed, all screws holding the panel to the metal plate were ripped off.